Event description:
On (B)(6) 2010, pt reported infusion device displayed cartridge error (e10) when attempting to retract piston rod. Pt received mechanical error (e6) earlier in the day, which was cleared by following troubleshooting steps. Piston rod made abnormal noise when it was retracting. Piston rod was not grinding or spinning but sounded like "it was working very hard." Piston rod would start and stop during retraction. Pt was using correct type of battery. Pt inserted two different batteries, but the infusion device would not power on. Pt then inserted a battery previously used, and the infusion device powered on but displayed low battery (a2) alert. Pt inserted another battery, and the infusion device powered on correctly. Pt retracted piston rod. Piston rod continued to run rough and stopped and started before piston rod was fully retracted. No alerts or errors were received during this retraction. Pt does not notice this concern when piston rod is extending. Infusion device has not been exposed to insulin ingress. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue.